Manufacturer narrative:
The investigation for the reported access site bleeding issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely due to a lack of vessel recoil onto the repositioning sheath. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, access site bleed was noted. Pump was explanted and replaced with another impella cp pump. Hemostasis was achieved and no further intervention was needed. Patient survived the procedure.